Event description:
It was reported that the stair chair would not hold weight due to a cracked support strut. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.